Event description:
It is reported that the pt was revised due to periprosthetic fracture.

Manufacturer narrative:
Evaluation summary: primary operative notes were provided which were unremarkable. Revision operative notes stated that in an attempt to take off the femoral head, the whole stem came out. There were no other complications in the revision procedure and it was completed smoothly. X-rays were not returned so component size and orientation could not be assessed. In general, pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Adherence to rehabilitation protocol is unknown. A definitive root cause cannot be determined. Device history records indicate all components were manufactured and inspected to specification. The investigation could not verify or identify any evidence of product contribution to the reported problem.